Event description:
It was reported by service report that the footend brakes were not holding. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: brake cam bolts malfunctioned. Brake crank assemblies had to be replaced.